Event description:
Patient developed positive skin test and symptoms of hypersensitivity at treatment sites approximately 2 weeks after treatment. Subsequent follow up has revealed that physician treated patient with steroid injection, and that symptoms resolved in 12/2001.